Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Per photographic evaluation: upon visual inspection of a photo, the following was observed: the photo shows the anvil of the device with tissue present. The anvil is from top view inside a tissue plastic jar. It cannot be determined if the anvil belongs to a j&j device. Based on the photo alone no conclusion could be reached as to what may have caused the reported incident, the assignable cause of the reported complaint could not be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event; however, no device will be returned. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please confirm if the anvil was removed prior to starting surgery? Do you know who the original surgeon was? Do you know the color of the anvil? What is the current status of the patient?

Event description:
It was reported that about six months ago a surgeon had a patient that on xray they had a mass in their colon. When the patient was brought into surgery, they did a digital exam, the anvil was in the patient. That was left from a different hospital. The original procedure was done weeks prior at (B)(6) hospital, unknown exactly which one there are two in the area. They were able to remove the anvil. There were no patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). Corrected data: common device name, procode. Additional information was requested and the following was obtained: can you please confirm if the anvil was removed prior to starting surgery? The anvil was not removed prior to surgery, it was removed in surgery. Do you know who the original surgeon was? No, I do not, but, dr. Who performed the take back surgery told me that he reviewed the patient¿s chart after finding the anvil, he called the surgeon who performed the original surgery and shared his findings. I am not privy to what that conversation entailed. For confidentiality reasons, dr. Did not reveal the name of the surgeon to me but confirmed with me the other hospital where the original surgery happened. Do you know the color of the anvil? I do not know exactly. What is the current status of the patient? Discharged home.